Event description:
Customer reported having to wiggle charger cable inside port to charge the device. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined further communication with technical support.